Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-23 h6: investigation summary bd received 47 samples from the customer in support of this complaint. The 47 samples were inspected for damage with 0 visible defects. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Functional testing was performed on 10 sample tubes as the tubes drew within specification limits and the customer's indicated failure mode of stopper pop off was not observed. Additionally, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested with all weights being within specification limits of 2.43ml ¿ 2.97ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was observed. Bd was unable to confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube.the following information was provided by the initial reporter. The customer stated: "the stopper of one of the tubes opened during centrifugation, making it necessary to interdict the equipment for disinfection and cleaning. There was no contamination of mucous membranes, only surfaces."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the stopper of one of the tubes opened during centrifugation, making it necessary to interdict the equipment for disinfection and cleaning. There was no contamination of mucous membranes, only surfaces.".

Manufacturer narrative:
The following fields have been updated with corrected/additional information: b.5. Describe event or problem: d.1. Medical device brand name: bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. D.3. Medical device manufacturer: becton, dickinson & co. ¿ broken bow, ne / 68822 . D.4 medical device catalog #: 363083. D.4. Unique identifier (UDI) #:(B)(4). D.4. Medical device lot #: 1040872. D.4. Medical device expiration date: 2021-11-30. G.2 manufacturing location: becton, dickinson & co. ¿ broken bow, ne / 68822. G.5. PMA / 510(k)#: k013971. H.4. Device manufacture date: 2021-02-09.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the stopper of one of the tubes opened during centrifugation, making it necessary to interdict the equipment for disinfection and cleaning."